Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia, reportedly caused by a pod leaking during wear. While using the pod for 1 to 4 hours, the patient's blood glucose levels rose to 600 mg/dl. The patient experienced symptoms including excessive thirst, dizziness, frequent urination, and hyperglycemia. The patient was treated with an insulin drip, intravenous fluids, and a controlled carbohydrate diet over a 24-hour period. The patient stated they remained in the hospital for 7 days being monitored closely. The pod was removed at the hospital and replaced with a new one, and the patient was discharged on (B)(6) 2025.